Event description:
It is alleged that the handpiece stopped working during a case. The case was, reportedly completed with a manual instrument. It was reported that the pt was not injured and the case was delayed for 10 mins. It was also reported that an anterior cruciate ligament case was rescheduled for 5/7/98 because they did not have a working handpiece.